Event description:
Glucometer n4w-5 chemstick reading for the above pt at 2100 some time in 2008 was 508. At 0100 in the next day, the peripheral blood glucose sample was 351 per the glucometer. Per md orders the insulin infusion protocol was initiated, regimen ii. One hr later at 0225 the blood glucose was 24, then a recheck from his central line revealed a glucose of 18. Stat glucose sent to the lab revealed a glucose of 12. Pt had to be covered with dextrose 50% several times and dextrose 10% IV fluid was started. Md was aware of all the occurrences. While covering with d50% the glucose was checked at 0347 and revealed a result of 491, on another glucometer the glucose was 35. N4w-5 glucometer was not used after 0249 to treat the pt's blood glucose. Dates of use: 2008